Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 9 7755, serial#: (B)(4), product type: recharger. Product ID: 97745bp, lot#: nlh035937n, product type: accessory. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was implanted with a neurostimulator for spinal pain. It was reported that while patient was charging ins last night, patient became aware of heating sensation in rtm area. Rtm was very hot where the cord went into base of rtm. Patient also realized he had gotten burned by heat of rtm in his hip area. Rtm at donut, control box and battery were overheated. Battery had overheat damage. Patient indicated he had mild burn due to being numb in the area where rtm was located from medical procedure. Patient had seen system problem message with rm04 code after patient stopped his ins charging session (after feeling warmth from rtm). Patient saw error message after stopping recharge session. Patient reset controller to clear message. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient's weight at the time of the recharger telemetry module (rtm) heating/burn was unknown. The patient was sent a replacement controller and rtm from patient services, however it was unknown if the replacement devices resolved the reported issues. This information was not confirmed with the patient's physician as they were not involved. No further complications were reported or anticipated.

Manufacturer narrative:
H3. Analysis of the recharger (s/n (B)(6) ) found an antenna failure with the no device found or poor recharge quality messages were seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.